Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) exhibited oversensing. The ICD measured r-r intervals showed ventricular fibrillation, but the stored electrograms showed rates in the 90s. The patient had not received any inappropriate therapy.